Event description:
The physician reported that during an implant attempt of the subject pacemaker, full insertion of the associated ventricular lead was not possible. It was indicated that the setscrew was already extended into the port, and that the physician did not operate the setscrew prior to lead insertion. Upon the physician's request, a new pacemaker (reply dr/(B)(4)) was used instead. Leads: oscor; screwvine (B)(4), screwvine (B)(4) implanted on (B)(6), 2014.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.